Event description:
A nurse reported that she was stuck with a lancet that did not retract after using it on a pt that has hepatitis b. However, as a prophylactic measure nurse was given a booster shot. The hospital no longer has the used lancet and other lancets within same box (lot numbers unknown) have worked well. The complainant will call back if any add'l info is available.